Event description:
It was reported to a physio-control service representative that the customer¿s device did not power off after the 03:00 am self-test. This caused the battery to deplete. The device's voice prompts were still in german, but the display had switched to english. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control observed a high resistive path between land 6 and land 7, 8, 9 and 10 on the membrane switch. The voltage across the on/off switch measured 2.91 volts. This high resistive path caused the device to power on/off by itself. The device's battery was not returned to physio-control for further evaluation. A replacement device was provided to the customer under warranty.